Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced emergency visist due high blood glucose level event on (B)(6) 2026. The patient remained in hospital for less than twenty four hours and blood glucose level was around 530 mg/dl and was treated with intravenous insulin infusion bag and injections, insulin pen. The patient experienced symptoms including headache, sever chest pain, numbness, vomiting.